Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient seven months later reports the lead broke and increase in pain which was occurring daily. Symptoms reported were chronic pain in the back. She was at the hcp(healthcare provider) a week ago and 2 manufacturer representative were there because the patient been having a lot of problems with chronic back pain so she had to see the doctor. The patient think the pain was related to the unit because the wire from the unit runs right across where the problem was with her back and she was in such pain she can't walk. The patient had been in this pain for at least 6 months and was not sure exactly when but says this pain problem started "sometime in 2014". She reported her lead wire was broken and she found out the end of 2014 when she really started having trouble with it. The patient was diagnosis with gastrointestinal/pelvic floor. It was later reported that the patient said her pain doctor, spoke with another doctor, and then called patient to have her lower stimulation. Patient was in program number 2 at 2.0, she lowered it to 1.30. Patient said healthcare provider can't deaden the nerve in her back due to neurostimulator. Caller also mentioned that she doesn't have enough fat build up to avoid lead breakage. Patient said she still wet herself and she uses diaper. It was noted that the patient doesn't seem like she had received urinary relief with neurostimulator.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot #: va0d3dg, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the ¿all of a sudden in the last three days, the urine was just pouring of the patient.¿ the patient called her healthcare provider (hcp) and her hcp told her to call the manufacturer to adjust. There was no known accident or incident related to the event. The patient wanted to increase her device from program 2 at 2.2 volts. The patient did not feel stimulation and she lost communication with the implant because she did not know to keep the antenna over the implant. The patient pressed a wrong button and saw ¿1 6.7 which was her last program.¿ the patient was assisted in getting back to program2 and increased to 2.8 volts, where she felt stimulation. The patient had an appointment with her hcp scheduled for the day after the report. Additional information was requested, but was not available as of the date of this report.